Event description:
The lay user/reporter called lifescan (lfs) on october 5, 2006, and alleged that her husband's meter was powering off during use. The medical affairs specialist spoke to the pt four days later and obtained and verified the following info. The pt had purchased the meter two days prior to the event. He has not been able to test on the meter since obtaining it. One month earlier, two days after attempting to use the meter, he became disoriented and confused, he was taken to the hosp where his blood glucose was tested. The blood glucose result was high, but the exact result is unk. The pt also had high blood pressure, so he was admitted for both high blood pressure and high blood glucose. Prior to the hospitalization, the pt was taking only glyburide, which he took every day, as directed. After being released from the hosp, his glyburide was discontinued and he is taking lantus insulin, 17 units/day. The pt attempted to replace the batteries and there was no trauma to the meter. The battery contacts were in good condition. This complaint is being reported, as the meter issue was not resolved with troubleshooting; during this time, the pt was taken to the hosp where he was found to be hyperglycemic. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.